Event description:
It was reported that the user experienced a sensor failure message shortly after replacing a libre 3 plus sensor, and initial pairing to the ilet and app failed until guided troubleshooting led to the ilet recognizing the sensor and producing readings. Symptoms included no reported adverse clinical effects and no changes in blood glucose status. Outcomes included no medical intervention and no impact to therapy. Investigation included customer support troubleshooting and user education focused on verifying sensor pairing and device communication. Investigation of this case revealed that the sensor ultimately paired and functioned, suggesting an initial pairing or communication issue that resolved with standard checks. It was concluded that the event was related to sensor-app/ilet pairing difficulty with no patient harm and no ongoing device malfunction observed after successful pairing.